Manufacturer narrative:
Evaluation summary: the device was returned for analysis and the reported leak was confirmed. The returned device analysis identified a leak at the distal end of the strain relief tubing, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Device coding: use after damage. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery. During prep of a 6mm x 20mm x 80cm armada 35 a leak was noted at the hub. It was decided that the device would still be used with manipulation to prevent deflation of the balloon. The procedure was completed successfully with no other issue noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.